Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the leg on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a skin reaction with redness, inflammation, and blisters, extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the leg. The patient was seen by a doctor reaction was treated with a prescription of an oral antibiotic, flucloxacillin, 500mg 4 times a day. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).